Event description:
It was reported that the stent partially deployed and fractured, requiring additional intervention. An eluvia was selected for use. The target lesion was located in the severely tortuous superficial femoral artery. The lesion was accessed contralaterally and predilated using balloon angioplasty. The stent was advanced, and deployment was attempted. After the stent was partially deployed, the thumbwheel became stuck, and the stent fractured within the patient. The physician utilized a snare to retrieve the fractured portion of the stent. There were no reported patient complications.